Manufacturer narrative:
The exact implant date is unknown. The catalog number is unknown, if received it will be provided. Complaint conclusion: as reported, the patient underwent placement of the optease inferior vena cava (ivc) filter. The indication for filter placement is not available. The filter subsequently malfunctioned and caused injury and damages to the patient, including, but not limited to: failed removal due to embedment and stenosis. The filter remains implanted; thus, unavailable for analysis. The product was not returned for analysis and the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. The optease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. The predominant concern for embedding with in the wall of the ivc is the development of endothelialization. Endothelialization is the healing of the inner surfaces of vessels or grafts by endothelial cells. This is the normal process whereby the body heals and recovers from invasive procedures. Endothelialization has been shown to occur in as short a period as 12 days. Stenosis of the ivc is associated with all ivc filter products and does not represent a device malfunction. A protective inferior vena cava (ivc) filter may later be incorporated into a chronic post-thrombotic ilio-caval obstruction (occlusive, requiring recanalization, or nonocclusive). Obstruction of varying types of ivc filters may occur due to primary thrombosis of the filter or capture of large emboli. Permanent ivc filters have been reported to obstruct in up to 20% of patients. Clinical factors that may have influenced the event include patient, pharmacological and lesion characteristics. Without procedural films or images for review, the reported event(s) could not be confirmed. Given the limited information available for review at this time, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Event description:
As reported by the legal team, the patient underwent placement of the optease vena cava filter. The filter subsequently malfunctioned and caused injury and damages to the patient, including, but not limited to: failed removal due to embedment and stenosis. As a direct and proximate result, patient suffered life-threatening injuries and damages and required extensive medical care and treatment. As a further proximate result, patient has suffered and will continue to suffer significant medical expenses, pain and suffering, and other damages.

Manufacturer narrative:
Complaint conclusion: it was reported that a patient underwent placement of an optease vena cava filter. The information provided indicated that the filter subsequently malfunctioned and caused injury and damages to the patient, including, but not limited to a failed removal due to embedment and stenosis. The patient also reports blood clots, clotting, and/or occlusion of the inferior vena cava (ivc) and pain in the lower back and hips with soreness on the right side of the rib cage. The indication for the filter implant was an unstable l5 fracture due to a motor vehicle accident with a contraindication to anticoagulants. The filter was placed via the right femoral vein and deployed below the level of the renal veins. Fluoroscopy confirmed deployment of the filter and the patient tolerated the procedure well. Approximately four months post implant the patient underwent an unsuccessful percutaneous attempt to remove the filter. Initial venogram showed no evidence for thrombus within the vena cava filter, below the filter of within the common iliac veins. The filter was snared with an 8 french destination sheath and was advanced approximately 75% of the way over the filter. The patient had a vagal episode and the procedure was paused and the patient was treated with a fluid bolus, atropine and zofran. Once the patient was feeling better another attempt was made to retrieve the filter, and approximately 90% of the filter was collapsed, but the patient again began having discomfort. On venography it appeared that the vena cava walls were stuck to the top portion of the stent. Persistent significant stenosis of the vena cava was noted, which was causing dilation and reflux into the vena cava below the level of the filter. For this reason, venoplasty was performed using an xxl esophageal large diameter 18mmx4cm balloon. This resulted in improved patency and improved flow through the vena cava. The procedure was then terminated. Post intervention findings noted residual stenosis is patent in the ivc and there was no embolization and no perforation. There is currently no additional information available for review. The product was not returned for analysis and the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. The optease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Following implant, and as early as 12 days, there is potential for endothelialization (growth of endothelial cells within the inner wall of the vessel) around the filter struts, making retrieval difficult. Usage of the product other than that indicated in the product's IFU may involve additional risks not described in the labeling. The predominant concern is the development of endothelialization, which would make subsequent removal difficult. Endothelialization has been shown to lead to explantation problems after as short a period as 12 days. Without procedural films for review, the reported retrieval difficulty could not be confirmed, and the exact cause could not be determined. Blood clots, clotting, vessel stenosis and device occlusion related to clotting do not indicate a device malfunction. Clinical factors that may have influenced the event include patient, pharmacological and lesion characteristics. Without post implant imaging available for review, the reported events could not be confirmed or further clarified. Due to the nature of the complaint, the reported pain experienced by the patient could not be confirmed and the exact cause could not be determined, however, the injuries as a result of the motor vehicle accident, may have contributed to the reported issues. These events do not represent a device malfunction and may be related to underlying patient specific issues. Given the limited information currently available for review, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Manufacturer narrative:
Additional information was provided and is available in: section a2 (age at the time of event, date of birth) section b3 (event date) section b4 (event description) section g4 (date received by the manufacturer) section h6 (evaluation codes) additional information is pending and will be submitted within 30 days upon receipt.

Event description:
The following additional information was received per the patient¿s implant records: the filter was implanted below the renal veins due to l5 burst fracture requiring neurosurgical intervention after a motor vehicle accident. The patient tolerated the procedure well. The patient underwent an unsuccessful percutaneous removal attempt (using gunther tulip vena cava filter retrieval set) approximately four months post implantation. The filter was snared and initial attempt was made to collapse the filter with an 8f destination sheath. This was able to be advanced approximately 75% of the way over the filter. At that point the patient became vagal and the procedure was paused to give him fluid bolus, atropine, and zofran. Once the patient was feeling better and his vital signs were stable itw as decided to try again to retrieve the filter with a larger sheath. An 11f non-cordis sheath was used with an inner coaxial sheath. With this attempt, the filter was collapsed approximately 90% of the way but again the patient began having discomfort. On venography it appeared that the vena cava walls were stuck to the top portion of the stent. There was a persistent significant stenosis of the vena cava which was causing dilatation and reflux into tributaries of the vena cava below the filter. According to the information received in the patient profile form (ppf), the patient reports blood clots, clotting, and/or occlusion of the ivc. The patient also reports suffering from lower back pain and hips, and soreness on the right side of the ribcage.